Manufacturer narrative:
Analysis of the patient programmer (serial number (B)(4)) found no root cause has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient programmer was not working right and there was a poor communication screen indicated. The patient reported that every time they tried to link the implant it won't link up or find it and the charger has been used to turn the implant on and off. The patient reported that they have not been able to make adjustment to the amplitude and it is stuck in one position and doesn't feel good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37743 serial# (B)(4): product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient programmer was not working right and there was a poor communication screen indicated. The patient reported that every time they tried to link the implant it won¿t link up or find it and the charger has been used to turn the implant on and off. The patient reported that they have not been able to make adjustment to the amplitude and it is stuck in one position and doesn¿t feel good.